Manufacturer narrative:
Covidien cts ref# (B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Manufacturer narrative:
The investigation has determined that this product is a customer training device and not intended for human use. The product packaging and product labeling clearly states not intended for human use. The original complaint simply states that the training device cuff was not functioning and the customer was seeking reimbursement. This complaint no longer meets the requirements for MDR reportability.

Event description:
Covidien received the following customer report: "customer states that the cuff is full of air and inflates on it's own." The customer confirmed no pt involvement.